Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2016 with the following findings: investigation revealed a battery compartment crack. Unrelated to this issue, evaluation revealed a capacitor failure leading to an inability of the internal clock to retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. In addition, the bolus button cover was torn but still operational. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/26/2016. Investigation revealed a battery compartment crack.